Event description:
This is a spontaneous report by a healthcare professional from vietnam of patient did not wear a mask, diarrhea and peritonitis in a patient coincident with peritoneal dialysis (pd)therapy. On an unreported date, the patient experienced a break in aseptic technique described as 'patient did not wear a mask' and on (B)(4) 2010, the patient experienced diarrhea and peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2010, the patient was hospitalized. It was not reported if the patient was retrained in aseptic technique (outcome unknown). On an unreported date, the patient received treatment with unspecified antibiotics (dose and route not reported) for the event of peritonitis. Pd therapy was ongoing. The patient was recovering from the events of peritonitis and diarrhea.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(4) old. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.